Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no date of birth was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient claim breast implant illness, symptoms: anxiety/mood disorders, depression, chest pain, should and neck pain, swollen lymph nodes, allergy development, tinnitus, suicidal thoughts, fainting/dizziness, hormonal imbalances, infertility, hair loss, weight gain, food allergies, stomach issues, insomnia, thyroid issues, polycystic ovary syndrome (pcos) liver deregulation, breathing issues, vision issues, hot burning sensation of chest/armpit, raynaud's syndrome, and gout inflammation. There isn¿t an official medical diagnosis for breast implant illness.